Event description:
Patients hip stem was revised for thigh pain. Accolade ii stem was removed and replaced with securfit max stem.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding patient pain involving an accolade stem was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device

Event description:
Patients hip stem was revised for thigh pain. Accolade ii stem was removed and replaced with securfit max stem.

Manufacturer narrative:
Additional devices listed in this report: cat 6570-0-136 delta v-40; ceramic head 36/0 lot code 41347003. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.